Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call of hospitalization for high blood glucose of 328 mg/dl and diabetic ketoacidosis. Troubleshooting found that the cannula was bent and the adhesion tape was not sticking. Customer declined further high blood glucose troubleshooting as they have it under control. No further details provided.